Manufacturer narrative:
Device sample received and analysis complete. For updated data refer to the following sections: (b4), (b6), (d9), (g2), (g3), (g6), (h2), (h3), (h6), (h10), (h11). Manufacturers investigation of the returned device and manufacturing records found no failures or nonconformances and no trends were identified. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed. As it is unknown which eye (os/od), or if both eyes (ou) were involved, please refer to linked manufacturer report (B)(4) 1314956-2025-00001 for second associated incident report.

Manufacturer narrative:
No device sample was returned for analysis, manufacturing records reviewed and found no-issues or non-conformances. Based on the available information, no root cause could be established. The relationship between the coopervision device and the incident could not be unconfirmed. As it is unknown which eye (os/od), or if both eyes (ou) were involved, please refer to linked manufacturer report (B)(4) 1314956-2025-00001 for second associated incident report.

Event description:
This incident was reported to the manufacturer by the patient's contact lens prescribing and/or purchase location, as reported to them by the patient. It was reported that the patient experienced ocular inflammation and sought medical treatment and unspecified medication(s) were prescribed by the treating ophthalmologist. Good faith efforts have been made to obtain additional information without success. This event is being reported in an abundance of caution due to unknown nature and severity of the incident, unconfirmed diagnosis, and the potential for serious and/or permanent injury associated with some ocular/corneal inflammation events. Should further information become available, a follow-up report will be submitted as appropriate. As it is unknown which eye (os/od), or if both eyes (ou) were involved, please refer to linked manufacturer report (B)(4) 1314956-2025-00001 for second associated incident report.